Manufacturer narrative:
This report is submitted on (B)(4) 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength not reported). The patient underwent a revision surgery to replace the dislodged magnet on (B)(6) 2022. The implanted device remains.